Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of prialt via an implantable pump for non-malignant pain. The patient reported they were ¿using the max,¿ and thought their boluses were ¿0.5,¿ and they would get four per day, ¿at like 17 point something, I think I almost get 18.¿ it was reported the patient heard their pump alarming. The patient stated, "I know that when I beep there's a certain amount left, give or take. Can I read how much is still available using my ptm?" It was indicated the patient had ¿beeped¿ six times, and they had heard an alarm since monday ((B)(6) 2018). It was reported the non-critical alarm was occurring on monday, and the critical alarm began on tuesday ((B)(6) 2018). The patient stated they contacted their doctor and insurance, who stated the drug in their pump should have been able to last 80 days. The patient stated she, ¿barely got 1.5 months out of it, there¿s no way he put 2 in there.¿ the patient reported they spoke with their pharmacist who told them the medication should have lasted for 80 days. The patient stated they were not sure if their doctor or insurance forgot to order more medication for the pump. The patient reported their doctor told them, ¿if you have to use more pain meds,¿ the patient can, and ¿we¿ll deal it.¿ the patient inquired how long the medication should last in their pump, and how long it should take until it takes effect when their pump is filled. It was reviewed the questions were medical in nature, and the patient was directed to follow-up with their healthcare provider. No symptoms were reported. No further complications were reported/expected. Additional information was received from the healthcare provider. It was reported the healthcare provider had discussed the event with the representative. It was determined the cause of the alarm was the pump ran out of medication. The pump had been refilled.